Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven months post implant of an implantable pulse generator (ipg) that the patient developed a pocket erosion and that there was a quarter inch hole in the skin. The patient further reported that there was a hole in their chest and fluid was coming out of it. The implantable pulse generator (ipg) system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.